Event description:
Additional information was received from the patient. The patient called back repeating previously reported therapy concerns. Patient continued to encounter maximum settings reached message at 0.5 ma on program 5. Patient changed to program 1 and encountered max settings reached message at 0.3 ma. Patient denied any falls or traumas. Agent recommended patient follow up with managing physician for device check.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since they got the implant in (B)(6) 2022, the therapy hadn't been helping their symptoms much at all. The patient stated they'd been peeing all the time and that their managing health care provider had told them to keep increasing the stimulation until it worked for them. The patient was calling to ask for assistance in turning the stimulation up; the patient was walked through connecting to their settings and they saw a ! 0.9 ma and a message that said "system is operating on maximum settings." Reviewed message with the patient and assisted the patient in switching to another program. The patient was able to increase the stimulation to where they felt it comfortably in their bike-seat region. When the patient was in the process of selecting their new program (they went from program 3 to program 5) the patient stated as they saw the application was showing 100% before they switched to program 5 "oh I feel it real good now." The patient then saw that they'd switched to program 5 and the therapy was turned off. The patient then turned the therapy back on and increased the stimulation to where they felt it comfortably. Reviewed therapy expectations and programming and stimulation considerations with the patient. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their healthcare provider for further concerns about their symptoms.